Event description:
It was reported that the patient never had therapeutic effect. The pump did not relieve the patient's "stabbing" pain since implant, although it helped with general back pain. Pain on the patient's right side was getting worse over the last few years, but the left side pain started a few months ago. Patient indicated that it appeared to be disease progression. The pump contained dilaudid; dosage and concentration were unknown. It was noted the pump originally contained fentanyl and bupivicaine, which was causing the patient nausea and made the patient feel tired. The physician changed the medication to dilaudid but did not help the patient with the stabbing pain. The patient also noted that the physician never discussed the use of the medication with her. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).